Manufacturer narrative:
Result of investigation: the end user performed a quick check to the unit, and advised the ventilator seemed to be in proper working condition. The extended systems test (est) passed. Volume values were within specification. Later, trudell's technician checked the unit and found no issues as well.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea alarmed "not ventilating" and "circuit disconnect" while providing ventilation to a patient. The customer confirmed that there was no patient harm associated with the reported event.